Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was reported that the drive support cap was protruding. It was reported that the device would be replaced, and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarms or perform prime test due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.